Event description:
It was reported that the patient had inappropriate shocks. This was due to oversensing via reduced intrinsic complexes and noise. The sensing vector was set to the secondary vector. Technical services reviewed the electrograms advised some programming options. There were no additional adverse patient effects. The system remains implanted.